Event description:
The dealer stated the tabs that the back caster bolts into is not welded correctly on the base of the lift. Both sides of the base have the tabs welded incorrectly. The dealer stated the tabs are about 10-15 degrees off. The unit will not fit flush.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.